Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
Part of catheter broke off (3 to 4 cm piece) and floated. Infant was transferred to surgery. Catheter piece could not be retrieved. Decision was made to remove the piece once infant is older and more stable.